Manufacturer narrative:
The device was returned and the malfunction was attributed to the device's multi-function cable. The cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message when connected to paddles in the paddle wells. Complainant indicated that there was no patient involvement in the reported malfunction.